Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex."

Manufacturer narrative:
Medtronic complaint number: (B)(4). Additional information: patient codes .

Event description:
Complications post uretex implantation: (B)(6) 2006- pain ¿ vaginal examination revealed stitch ¿ treated with silver nitrate ¿ dypareunia. (B)(6) 2006 - 2 excisions of eroded vaginal tape. (B)(6) 2006- light vaginal bleeding ¿ mesh erosion with granulation tissue ¿ mesh revision surgery: (B)(6) 2006 - excision of vaginal tape with mesh with vaginal repair under general anesthesia for vaginal tape mesh erosion with dyspareunia. Second mesh revision surgery (B)(6) 2010: underwent excision of tot mesh under general anesthesia for her dyspareunia and tot mesh erosion.

Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.